Event description:
The pins were bent on the connector on the philips mms module. The bent pins cause the module to be inoperable. The failure of these pins presents the potential for patient safety issues, as healthcare providers need access to immediate monitoring of unstable patients that are brought to critical care areas. The biomedical technician replaced the necessary components, tested the device, and returned it to service. The device is available for onsite evaluation at our facility. Questions and comments should be directed to the biomedical director.